Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the keypad assembly. No moisture damage found on the motor, battery tube and vibrator assembly. Unable to perform the displacement test due to blank display. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 111 mg/dl. The customer reported that the device was completely submerged in water. The customer reported that the device fell in the toilet . Customer stated there is no alarms and not able to go to the alarm history. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.